Event description:
A report was received that the patient was having difficulty charging the ipg and incomplete communication with remote. It was noted that the ipg could not hold a charge and was failing. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. It was confirmed that the physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg and incomplete communication with remote. It was noted that the ipg could not hold a charge and was failing. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.